Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support (cts) to inspect and clean parts of the pump, but despite these efforts, the error recurred with a second cartridge. Cts decided to replace the pump, and the customer was informed on how to return the faulty pump and advised about backup therapy using multiple daily injections (mdi).